Event description:
It was reported that stem fell lower then the broach.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown broach. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.